Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that prior to inserting the intra-aortic balloon (iab) the customer noticed that the top of the guidewire was damaged and it could not be inserted. A new iab was inserted instead. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with no visible blood. A sheath was returned unattached to the iab catheter. Two pressure tubings, two dilators, t-handle, 3-way stopcock, and 0.025" guidewire were also returned. The guidewire appeared kinked. A non-maquet guidewire was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, pressure tubing, and inner lumen was performed and no leaks were detected. A 0.025¿ laboratory guidewire was inserted through the iab and four occlusions were observed at approximately at 23.3 cm, 28.4 cm, 34.5 cm, and 78.2 cm. These occlusions were able to be cleared. The evaluation confirms the reported problem. We are unable to determine how the inner lumen became occluded. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).